Event description:
Report received of no audible alarm tones. The device was returned to the user facility's biomedical engineering department with an unsigned not stating, "no alarm sound". No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing, the device did not audibly alarm. There were no reported adverse patient events while the device was in clinical service. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.